Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2021 with bacteremia. Blood cultures done on (B)(6) 2021 were positive for staphylococcus lugdunensis. The patient was started on IV antibiotics. A transesophageal echocardiogram (tee) revealed vegetation on the patient's implantable cardioverter-defibrillator (ICD). The patient's ICD and leads were removed on (B)(6) 2021. A culture of the leads revealed cutibacterium acnes. The patient was discharged on (B)(6) 2021.

Event description:
It was reported that the patient was admitted in 2021 with bacteremia. Blood cultures were positive for staphylococcus lugdunensis. The patient was started on IV antibiotics. A transesophageal echocardiogram (tee) revealed vegetation on the patient's implantable cardioverter-defibrillator (ICD). The patient's ICD and leads were removed. A culture of the leads revealed cutibacterium acnes.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.